Event description:
It has been reported to philips that the monitor was blank. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. This is a recurrence of the same issue that occurred on june 25, 2024, and was investigated via MFR report number 3003768277-2024-03735, in which onsite troubleshooting suggested replacing the image disk and/or image storage board. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site and replace parts, but the quote expired since the customer did not accept the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome.